Manufacturer narrative:
The device was returned and analysed following our quality control procedure. It is clean, air and alcohol flushing is possible. Adjustment tests are compliant as all pressures measured fall within their specifications. The returned device is compliant. The physician states that he used a contrast agent to perform an x-ray examination of the valve. The viscosity of the contrast agent could have been taken into consideration as impacting the drainage of the valve. Despite our attempts to know the type of contrast agent used, we could not receive the information from the user.

Event description:
A polaris valve was implanted on march 17th but the symptoms did not show any improvement. An x-ray confirmation was performed using a contrast agent and the user report that the valve was "blocked".

Event description:
A polaris valve was implanted on (B)(6) but the symptoms did not show any improvement. An x-ray confirmation was performed using a contrast agent and the user report that the valve was "blocked".